Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery cap contact. The failed battery test alarm and unexpected battery out limit alarms could not be confirmed due to the blank display. The device also had a cracked reservoir tube lip and scratched display window. It was monitored and tested with test battery cap. All operating currents tested within specifications range. No unexpected battery out limit alarms or failed battery test alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test alarm after changing the battery and the display was blank for about 5 minutes. He also reported receiving unexpected battery out limit alarms. The blood glucose at the time of the incident was 264 mg/dl. Troubleshooting was performed. The customer requested the insulin pump to be replaced. The device was returned for analysis.